Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The caller confirmed that after reseating the instrument the issue was resolved. No reoccurrence has been reported since. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. While a definitive root-cause cannot be established, according to caller, a potential root cause for this failure can be attributed to an engagement issue during the instrument installation on the sterile adapter.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, one of the master tool manipulators (mtm), and the instrument it was controlling, moved unintentionally. The issue occurred right after following mode started. Reseating the instrument resolved the issue. The procedure was completed with no reports of patient injury.